Manufacturer narrative:
Patient samples were provided for investigation. The tpsa results measured on the cobas (B)(4) instrument were verified on a centaur system.

Manufacturer narrative:
.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(6).

Manufacturer narrative:
The investigation confirmed the customer's tpsa and fpsa results. There was no indicated of hama interference. However, there were signs of an interfering substance in the samples drawn on (B)(6) 2014 which might be responsible for the increased psa antigen recovery. The sample drawn on (B)(6) 2014 showed a somewhat non-linear behavior, which might also indicate a presence of an interfering substance. The nature of the interfering substances is unknown. The potential for interference is documented in the product labeling.

Event description:
The customer received questionable results for total (free + complexed) prostate specific antigen (tpsa) on one patient that had two samples that were drawn on (B)(6) 2014 and (B)(6) 2014. The physician did not believe the drop in results between (B)(6) 2014 and (B)(6) 2014 and questioned the results. Based on a digital rectal exam and a consultation with a urologist, there would be no reason to see the drop in values between the two samples. The customer indicated that it was unknown which of the two cobas 6000 e601 instruments the results were generated on. On (B)(6) 2014 at 6:00 am the initial tpsa result was 79.39 ng/ml, which was reported outside of the laboratory. On (B)(6) 2014, the result was confirmed by running two other tubes that were from the same sample draw. The additional tubes resulted 75.74 ng/ml and 81.44 ng/ml respectively. The customer did not believe the reported results to be erroneous. There was no allegation of a death or serious injury. On (B)(6) 2014, a new sample was drawn and was tested for tpsa and generated a result of 39.15 ng/ml. The sample was repeated and generated a result of 38.77 ng/ml. The results for tpsa were reported outside of the laboratory. The customer did not believe the reported results to be erroneous. There was no allegation of a death or serious injury. The customer provided samples for further investigation. The lot number of the tpsa reagent in use was 17127602, with an expiration date of 05/31/2014.